Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a double lumen PICC stylet was kinked. It was stated there was no adverse events.

Event description:
It was reported a double lumen PICC stylet was kinked. It was stated there was no adverse events.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact cause could not be determined. One 3cg stylet was returned for investigation. The stylet exhibited evidence of use. The stylet had been removed from the PICC and the PICC was not returned for investigation. There was a break in the polyimide tubing 5.0 cm from the distal tip of the stylet. The polyimide tubing and core wire were kinked 1.0, 1.2, and 1.4 cm proximal to the break site. A microscopic examination revealed that the epoxy tip and magnets were present in the distal segment of polyimide tubing. The break in the polyimide tubing appeared to coincide with a kink in the polyimide tubing and core wire. The break in the core wire coincided with the break in the polyimide tubing. The wall thickness of the polyimide tubing was within specification. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ h3 other text : evaluation findings are in section h.11.